Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement or verify missing segment or partial display due to physical damaged to lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was 106 mg/dl at the time of the incident. The customer also stated that there was a black spot on the screen. Troubleshooting was not performed. Insulin pump will be returned for analysis.